Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. At first, the fse visited the site and was unable to duplicate the issue after ensuring that harmonics was enabled on the tower. After the issue returned in a later case, the fse returned to inspect the system. The fse confirmed that the harmonics would error with a red led. The fse replaced the video interface patch panel (vip). After replacing the vip, the issue was resolved. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, operating room staff encountered an issue with the harmonic ace. The team stated that after connecting the energy cable to the back of the tower, the led status for the energy port turned red. Multiple energy cables were tried, but each time the led remained red, and the generator could not be used. Technical support engineer (tse) reviewed the system logs and found no errors. The staff suspected the issue was with the tower rather than the cables or the harmonic generator and requested further evaluation. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer was unable to utilize harmonic energy during the case. The tower would not recognize the cable going from the tower to the harmonics. The customer instead continued using bipolar and monopolar energy with other da vinci instruments using the same tower.

Manufacturer narrative:
The video interface patch panel (vip) was returned for evaluation and the reported issue was neither confirmed nor replicated. The vip was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. Due to not having access to the harmonic ace accessory, further testing was unable to be performed. The system was left to idle for two hours, and five power cycles were performed without issue. As a result of these findings, no root cause could be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Further investigation showed that the unit passed all functional testing. The unit worked as designed. From these findings, failure analysis could not determine the root cause of the issue.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The annex codes c and d were updated.